Event description:
Meter name: one touch basic original. Strip name: lifescan ot strips. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: breathing difficulty, red face, tired. A pt reported they were unable to test for 2-3 days. Their meter allegedly would only prompt clean test area and not ok messages. Issues were not resolved. The result on their meter was unable to test. There is no comparison. Not treated. No further info has been reported.